Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child fell and hit his head. In situ measurements are indicative of a device malfunction.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode, such as the event mentioned in the patient report. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The child fell and hit his head. In situ measurements are indicative of a device malfunction. The patient was re-implanted.